Manufacturer narrative:
This report will be amended when our investigation is done.

Event description:
It is reported that while drilling over the guide pin the drill broke. A second drill was opened and the same thing happened.